Event description:
An attempt to place a bd pegasus IV catheter in the pt's right hand was unsuccessful. Upon removal of the catheter, the pt noted that the catheter seemed shorter than normal and was concerned that the catheter may have broken off inside his vein. The nurse searched around the pt and was unable to locate the catheter and was unable to determine what the catheter looked like prior to its insertion. The pt received an x-ray of his right hand and arm and a CT scan from his right forearm to his heart. The IV catheter was not visualized within the pt's body. The hospital also evaluated catheter and found it to be 4mm in length rather than the device's normal length of 19mm.

Manufacturer narrative:
A sample is available for evaluation. Once the sample is received it will be evaluated and upon completion of the investigation, a supplemental report will be submitted. (B)(4).